Event description:
Patient was revised to address infection and loosening.

Manufacturer narrative:
Additional narrative: patient was revised to address infection and loosening. Doi (B)(6) 2012 - dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The patient was primarily implanted in (B)(6) 2012 and revised for infection and loosening in (B)(6) 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patients reported infection more than two years post primary. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.